Event description:
It was reported that the flush port was clogged. It was reported by FDA medsun form, that during a procedure, a farawave was selected for use. It was reported that the flush port was clogged. The catheter was replaced, and procedure was completed with no patient complications. No other information was provided by FDA.